Event description:
Patient reported sparking of power cord metal prong when plugging into the electrical outlet. The power cord was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
External and internal visual inspections of unit revealed no discrepancies or discernible damage. During the investigation, visual inspection revealed that the power extension connector was not seated in the connector cover. It is unknown if was unseated during use, shipping or decontamination process. Patient data backup was performed successfully using returned 4g gsm modem. All returned cords were able to be used for testing and further investigation. The cause of the reported event remains unknown as visual inspection did not reveal damaged to the returned device and accessories.